Event description:
It was reported the customer was experiencing low blood glucose. Customer's mother reported the customer had four low blood glucose events in one day. The customer's blood glucose was 45 mg/dl. Customer had treated their blood glucose with glucose tablets. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin was cloudy and not clear. The mother also stated they did not see insulin in the tubing during a prime. Customer's mother also reported the act button was not clicking on their insulin pump. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device also had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.